Event description:
Event description cpi received information that the pace/sense portion of this transvenous defibrillation lead was capped due to inappropriate therapy. During the lead extraction procedure, it was noted that the outer coil was frayed. The patient is a twiddler. A new pace/sense lead was implanted.